Event description:
It was reported the patient had a pain pump replacement in (B)(6) 2012. Since day one, the pump pocket was itching like crazy; the doctors indicated that sometimes it¿s the sutures. It was noted the patient had a really bad fall on (B)(6) 2012. The patient fell over a tree stump, and fell flat on her face, broke her toe, her nose, and also broke the two front teeth. The patient also fell directly on the pump. It was noted the patient had lost (B)(6) pounds since implant and the pump sticks out more than it ever did and that was why she thought she landed on the pump. It was reported since the fall the patient has had nothing but increasing, excruciating pain, can¿t walk, and ¿can¿t do anything.¿ since the fall, the pump area had been swollen, red and had warmth due to the swelling. The patient followed up with his healthcare provider (hcp) who did not exam her, but told her he could explant the current pump and put in another one. The patient requested a magnetic resonance imaging (MRI) and he told her it would be a waste of time and gave her patches for the swelling. The follow up physician also saw the patient and gave her lidocaine patches for the pain, but also did not examine the patient or order any tests to check the pump location. It was also reported the patient ¿felt like the pump was pulling away from where it should be and was very painful so obviously something pulled or was out of the pocket.¿ it was noted the patient could not have anything touching the pump area such as clothing. She was only working one day a week. The patient went to the emergency room (ER) two weeks ago and they did a sonogram. Per the sonogram, they were able to determine that there was no leaking. It was reported ¿you know I¿m having this much pain with the pump in. I can imagine what it would be like ifi didn¿t have pain meds going through me.¿ it was noted the patient was having pain 24 hours a day since the fall. The patient felt lost and does not know what to do. The hcp did not seem concerned about her pain and neither of them has tried to find the reason for the pain. The hcp planned to lower the dilaudid and increase the sufentanil. The pump was being used to deliver dilaudid and sufentanil.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2012, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).